Manufacturer narrative:
(B)(4).

Event description:
Patient's nanny contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The patient's nanny did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed but could not be completed because the receiver would not turn on and run on the functional tester. The receiver case was opened for further evaluation. An internal inspection could found a defective component in the printed circuit board but could not confirm the reported event of a hardware error. A root cause could not be determined.